Event description:
Philips received a complaint by the customer on the v60, indicating that the device had an error code 1134 - blower stalled. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to check the blower connection at motor controller (mc) printed circuit board assembly (pcba) and replace blower if needed, customer acknowledged. The customer informed the rse that he reseated the blower connector at mc pcba and all other pcbas to resolve the reported problem, and the unit passed extended run in with no alarms activated, blower revolutions per minute (rpm) increase as required during testing plus performance verification test (pvt) testing passed, returned unit to respiratory therapy (rt) for use, issue resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.